Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an unexpected restart alarm. The customer's blood glucose level was 86 mg/dl. The customer's device was replaced and will be returned for analysis.

Manufacturer narrative:
Insulin pump had no unexpected signal too low alarm or unexpected restart alarm noted during testing. Insulin pump had no unexpected insulin pump restarts or reset time/date anomaly noted. Insulin pump was received with normal operating currents. Also passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.